Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left is not seen') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menorrhagia, leiomyoma nos, uterine prolapse, dyspareunia, pelvic pain, fibroids, colposuspension and cystoscopy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis: on (B)(6) 2020: the right essure device appears well placed. The left is not seen. There is a 1.7 x 0.9 cm septated cyst vs. Contiguous right ovarian follicles. Left ovary obscured. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left is not seen') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menorrhagia, leiomyoma nos, uterine prolapse, dyspareunia, pelvic pain, fibroids, colposuspension and cystoscopy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis on (B)(6) 2020: the right essure device appears well placed. The left is not seen. There is a 1.7 x 0.9 cm septated cyst vs. Contiguous right ovarian follicles. Left ovary obscured. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left is not seen') and vaginal prolapse repair ('colpopexy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, leiomyoma nos, uterine prolapse, dyspareunia, pelvic pain, fibroids, colposuspension and cystoscopy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("pelvic pain") and alopecia ("hair loss") and underwent vaginal prolapse repair (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, uterine haemorrhage, pelvic pain, alopecia and vaginal prolapse repair outcome was unknown. The reporter considered alopecia, device dislocation, pelvic pain, uterine haemorrhage and vaginal prolapse repair to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2020: the right essure device appears well placed. The left is not seen. There is a 1.7 x 0.9 cm septated cyst vs. Contiguous right ovarian follicles.left ovary obscured. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received: events: abnormal uterine bleeding, pelvic pain, hair loss, colpopexy, insertion date, reporter information, patient demographic were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.